Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. Device evaluation summary: electrode belt sn (B)(4) was returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. Monitor sn (B)(4) was returned to zoll manufacturing corporation and service evaluation is currently underway. The evaluation of both the monitor and electrode belt included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. Download fault flags were identified, but downloading is a secondary function of the device and does not interfere with the device's ability to detect and treat a patient. The evaluation of the electrode belt included incoming functional testing in accordance with procedures recommended by zoll manufacturing corporation. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper ECG acquisition, detection algorithm performance, and pulse delivery functionality. Device manufacture date: monitor: sn (B)(4): 10/06/2010 reuse. Electrode belt: sn (B)(4): 01/12/2010 reuse. Additional inappropriate defibrillation narrative: the investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips. The primary cause of the inappropriate shock was improper response button use (the patient pressed response buttons after the treatment event). The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was motion artifact. The cause of the motion artifact was body motion from the patient riding a motorcycle at the time of the treatment event. An internal corrective action has been initiated to investigate inappropriate defibrillation events associated with motion in a loud environment. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4) ((B)(4) per patient-month with (B)(4) confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity. Inappropriate treatment events are assessed during the monthly data analysis of complaints per sop 90c0010.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event consisting of two shocks. The patient was conscious and riding a motorcycle at the time of the event. Motion artifact contributed to the false detection. The response buttons were pressed after each shock, but not prior to treatment delivery. The response buttons functioned appropriately. The patient went to the emergency room and continued to wear the lifevest.